Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no motor movement. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. Customer stated that they were unable to clear alarm and not able to rewind the insulin pump. Troubleshooting performed for insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a dose too big error alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to dose too big error alarm.